Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Cut the inside of mouth [mouth injury] brush head keeps flipping...bursts inside of the mouth...head came off - oral-b power care refills [device breakage]. Case narrative: consumer contacted via phone and stated that the replaceable head had kept flipping and had burst the inside of the mouth. The head had come off during brushing and had cut the inside of the mouth. No serious injury was reported.